Event description:
An emergent egd(esophagogastroduodenoscopy) was performed on a patient with a life threatening perforated gastric ulcer with bleeding. The provider used the padlock clip to try to stop the bleeding. The provider deployed the first padlock clip successfully and was able to stop the bleed. The provider then tried to place a second clip to another area and this device failed and became detached from the egd scope, the padlock clip and wire were retained in the patient's stomach and esophagus. The patient had to go to a higher level of care for removal of the padlock clip.